Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported that during surgery, the device had a foreign object in the package. There was no patient injury but there was a delay of 10 minutes. Due diligence is completed; no further information is available.

Event description:
It was reported an unknown time, the device had a foreign object in the package. There was no information provided as to where there was any patient impact or delay. Due diligence is in process; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in china.